Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that during a user check they were unable to view alarms for other hospital beds. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the problem could be replicated on site by observing the mx500. The fse diagnosed the mx500 and found that it was unable to view the other bed alarms. Running the mx500 test confirmed the result: unable to view the other bed alarms. The probable cause of the malfunction was determined to be an mx500 configuration problem. The fse reinstalled the configuration on the mx500. Visual check, iq check, and basic performance check were all passed. The device returned to full functionality. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.